Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 01 and 02 were failed to open and had displayed yellow populate buttons. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 01 and 02 were yellow in the populate buttons and were responding. A field service engineer stated that medbank technician needed technical support specialist assistance onsite to program the new module controller board for drawers 1 and 2. The technician tested the drawers by opening, and specialist confirmed which drawers opened. Programming was completed. The medbank technician confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 01 and 02 were failed to open and had displayed yellow populate buttons. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.